Event description:
Meter is not accurate. Very frustrated with erratic readings. Analysis run on clark grid using mean avg. Reading (283) as ref. Point vs. Bd readings (445, 120) yielded data points in the c/d range of the grid, outside os acceptable limits.